Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the physician tried insertion of the intra-aortic balloon (iab) with four iabs and none would pass through the sheath. It was noted that there was blood in the balloon during the attempted insertions. The physician switched to a competitor device to continue therapy. The indications for use included: post CABG(coronary artery bypass graft), lv(left ventricular) support during high risk intervention, and stemi(st-elevation myocardial infarction). Patient was admitted through ER (emergency room). There was no reported injury to the patient. This submission is for the third intra-aortic balloon.

Event description:
It was reported that the physician tried insertion of the intra-aortic balloon (iab) with four iabs and none would pass through the sheath. It was noted that there was blood in the balloon during the attempted insertions. The physician switched to a competitor device to continue therapy. The indications for use included: post CABG(coronary artery bypass graft), lv(left ventricular) support during high risk intervention, and stemi(st-elevation myocardial infarction). Patient was admitted through ER (emergency room). There was no reported injury to the patient. This submission is for the third intra-aortic balloon.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The reported leak, blood in tubing resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4)